Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient felt their left toes/foot curl and go "nuts" from stimulation while visiting a friend in the hospital. They added that they couldn't control their foot the rest of the day and hasn't felt stimulation since. They changed the batteries in their patient programmer (pp) and checked the ins on (B)(6) 2020; they saw a power on reset (por). The patient called the healthcare provider's (hcp) office who then instructed them to call the manufacturing company. As a result of what was reported, the call center provided the phone number for technical services in the event the hcp needed additional information. They were also redirected to their hcp to address the por issue. No further patient complications have been reported as a result of this event.

Event description:
Additional information reported that they will first apologize for the late reply to two of your letters, the patient had the corona virus, so these have not been top priority. The patient was at the doctor's office with the representative on (B)(6). To the patient's knowledge they don't know why battery not working. Had not been around anything that would have 'messed up' battery. In (B)(6) about 2nd week all day battery very active. Their toes were constantly curling and spent much of their time rushing to bathroom with loose stools ( it had not happened since implant). When in doctor's office, the patient told them about their husband and said they would have to plan a time to replace their battery around their husbands schedule. When the time opened up for the patient the coronavirus was too full swing so they had not called back to set up a time to have battery replaced. The patent will have the battery replaced. The patient can certainly tell it is not functioning. The longer the time goes, the more the patient reverted back to the way the patient was before it was implanted. The patient is requesting a number they should call when they finally get to have their battery replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep). It was reported that the ins was at eos. They kept getting eos and por messages when they tried to run an impedance test. Technical services did a longevity calculation 3.2v, 14hz, 210pw, 1- 3+, estimate longevity is eos 2.5 years. This is normal eos based on programming. No further device issue alleged / identified. No patient symptoms or complications were reported. Additional information received from the consumer. It was reported that they did not know the cause of the stimulation output/por issue, and that it just simply quit working. The technician did not really know either. Perhaps because they were at power 3 for several months. They went to the surgeon who had a technician there. It had not been resolved, and will schedule a time soon to go in and replace the ins. No further device issue alleged / identified. No patient symptoms or complications were reported.